Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the bolus failed to deliver was an past event on high blood glucose. Customer stated that it was a past high blood glucose event that they cannot recall the details they just change whenever it started to get high. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.